Manufacturer narrative:
The device was not returned for analysis; however, the implant data log was received. Analysis of the implant data log shows that the system was in service app mode and not delivering therapy. The clinician programmer was able to successfully recover the ipg and the patient¿s stimulation settings were reloaded to restore therapy. Actions have been taken to prevent re-occurrence.

Event description:
Additional information received indicated that data diagnostics confirmed troubleshooting resolved the issue.

Event description:
It was reported that the patient was unable to connect the ipg with external device following an unrelated surgery. The ipg was not set in surgery mode. A manufacturer representative was able to troubleshoot and re-establish connection with the ipg resolving the issue.